Event description:
The reporter did back to back blood glucose tests, within 10 minutes, using separate finger sticks. Reporter's results were 200 and 126mg/dl. Reporter did not have any symptoms. A control solution test was in range, 127 (97-137). On follow-up the reporter described a proper testing procedure. No harm was alleged.